Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of perforation ('perforation') and device dislocation ('migration/right side implant is not identified') in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included thyroidectomy (2016), gerd, graves' disease, menses irregular, obesity, vaginal discharge, thyroidectomy and pelvic adhesions. Concurrent conditions included fibromyalgia, graves' disease, menorrhagia, myofascial pain syndrome, adenomyosis, intramural leiomyoma of uterus, endometriosis, inflammatory reaction and endometrioma. In (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced perforation (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), pelvic pain ("pain/chronic pelvic pain"), insomnia ("insomnia"), anaemia ("anemic due to my cycles"), food craving ("cravings"), fatigue ("exhausted"), anxiety ("anxiety"), depression ("depression"), the first episode of dysmenorrhoea ("whole belly hurts during cycle"), arthralgia ("hip pain during cycle"), pain in extremity ("thigh pain during cycle"), the second episode of dysmenorrhoea ("back hurt during cycles"), photophobia ("sensitive to light"), hyperacusis ("sensitive to loud noises"), menorrhagia ("heavy menstrual bleeding"), adenomyosis ("adenomyosis"), genital haemorrhage ("bleeding"), infection ("infection"), neuromyopathy ("neuromuscular problem"), autoimmune disorder ("autoimmune ¿like symptoms") and device extrusion ("extrusion") and was found to have vitamin d decreased ("vitamin d being low"). The patient was treated with surgery (hysterectomy and bilateral salpingectomy and scheduled to remove). At the time of the report, the perforation, device dislocation, pelvic pain, insomnia, vitamin d decreased, anaemia, food craving, fatigue, anxiety, depression, arthralgia, pain in extremity, the last episode of dysmenorrhoea, photophobia, hyperacusis, menorrhagia, adenomyosis, genital haemorrhage, infection, neuromyopathy, autoimmune disorder and device extrusion outcome was unknown. The reporter considered adenomyosis, anaemia, anxiety, arthralgia, autoimmune disorder, depression, device dislocation, device extrusion, fatigue, food craving, genital haemorrhage, hyperacusis, infection, insomnia, menorrhagia, neuromyopathy, pain in extremity, pelvic pain, perforation, photophobia, vitamin d decreased, the first episode of dysmenorrhoea and the second episode of dysmenorrhoea to be related to essure. The reporter commented: 3-4 coils trailing on the right side and many trailing coils on the left side. Concerning the injuries reported in this case, the following one was described in patient¿s social media: pelvic pain , insomnia, vitamin d decreased, light sensitivity to eye and sound sensitivity increased. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 16-apr-2020: plaintiff fact sheet received. Events per pfs: heavy menstrual bleeding, adenomyosis, migration, perforation, bleeding, infection, neuromuscular problem, autoimmune ¿like symptoms, extrusion. Medical history, concurrent condition and laboratory data were added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.